Event description:
IV infusion set with manifold cracked and leaking at top of blue stopcock. Critical vasoactive infusion leaking from line. Infusion set was changed, infusion reestablished and pt stabilized when medication resumed. Infusion set used with alaris infusion pump.